Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 follow-up information was received by gpv from a nurse: on an unreported date, the patient began treatment with dianeal pd2 ambuflex nightly therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had some sort of contamination (specifics unknown) which resulted in peritonitis on (B)(6) 2012 manifested by cloudy fluid and abdominal pain. On (B)(6) 2012, the patient began treatment with cefazolin and ceftazidime for peritonitis. On (B)(6) 2012, the patient re-started the treatment for peritonitis with ceftazidime and gentamicin. Treatment for some sort of contamination was not reported. On (B)(6) 2012, the patient recovered from the peritonitis. The outcome for the event of some sort of contamination was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of some sort of contamination. A batch review was conducted for potentially associated lot numbers h11k01037, h11k01037, h11k01037, h12a31066, and h12a31066 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter technical services (bts), the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized. The cause of peritonitis was not reported. It was not reported whether a peritoneal effluent culture was performed. The patient was treated with unknown antibiotics.